Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient wanted the device taken out but could not find anyone to take out the device. The device quit working and was not working anyway. The consumer did not know when the device quit but stated that it was 3-4 years ago. The patient could not sleep in bed and had to sleep in a recliner for 3-4 years. They could not lie flat but had to go on their side. It was not helping with the patient¿s pain. It was reported that the patient could not wear a back brace because they had a big bump on their back from the wires. The lump developed at an asked but unknown date. It was noted that since then the patient had a pacemaker for atrial fibrillation. It was stated that the patient had a lot of surgeries, 6 in their neck and 6 in their back. Dates of these surgeries were unknown. Hcp listings were provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that no further actions/interventions had been performed. The patient¿s weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins had not worked since 2008. The patient stated that the ins was causing problems with pain and it was getting worse with time. The patient said their healthcare professional had retired and she could not find a physician to remove it; the patient was sent physician listings. No further complications were reported/anticipated.